Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received a shock. After the first shock, the lead started t-wave oversensing. Five additional inappropriate therapies were delivered. The lead is still in use. No further patient complications were reported as a result of this event.